Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, the terminal pin of this right ventricular (rv) lead separated from the lead body. This lead was surgically abandoned and was successfully replaced. No adverse patient effects were reported.